Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. MFR report number associated with first test is 1221359-2022-04449.

Event description:
The consumer reported two (2) false negative results with the binax now covid-19 antigen self test. The report addresses test two (2) of two (2). The consumer reported a false negative result with the binax now covid-19 antigen self test performed on an unknown date with a nasal swab. The consumer went to the ER and performed a covid test (unknown brand and platform). This test generated positive results. No additional patient information, including treatment and outcome, was provided.